Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that while on battery mode, the iabp had a low battery message. After testing the unit on battery power for 120 minutes, the fse replaced the power supply assembly (d014-00-0033-05). The unit then passed all functional and safety tests and was given back to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had a low battery message. There was no patient involvement.